Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Upon inspection it was found the distal sheath was leaking, and the adhesive on the distal sheath was chipped. The faulty parts were replaced and cleaned. The device was inspected and passed olympus functional standards. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during reprocessing foreign material falling from the channel of their cysto-nephro videoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material exiting the channel likely occurred because the bending section cover broke. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope. Inspect the adhesives attaching the bending section cover to the insertion section for deterioration, pitting or cracking." Olympus will continue to monitor field performance for this device.